Manufacturer narrative:
A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.3-9.7cm from the distal tip. Internal insulation abrasion was noted at 19.9-20.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.9-5.0cm and 5.8-6.0cm from the distal tip. The etfe coating of one sensing conductor was abraded at 5.9cm from the distal tip. This may have contributed to the field observation of inappropriate shocks.

Event description:
It was reported that the patient received inappropriate shock. Externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.